Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later patient experienced left flank pain and pyelonephritis. An excision of vaginal mesh, anterior and posterior repair, vaginal vault suspension, perineoplasty, placement of suprapubic catheter and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.